Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left exeter long stem required revision after 20 years implanted in the patient. Surgeon believes stem loose and vitalock liner had poly wear and osteolysis. Original surgery done (B)(6) 2000. Revision of this on (B)(6) 2000 due to a periprosthetic fracture after a fall ( patient was helping to push his friends car). The most recent revision ( 2nd revision ), involved femoral impaction grafting, a new vitalock liner and new femoral head.

Manufacturer narrative:
Additional info: device details received. An event regarding wear involving an other hip liner was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: clinician review: a review of the provided medical records and x-rays were rejected by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the information available for review, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: the event regarding wear involving an other hip liner was reported. The event was not confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as returned devices and more medical documentation are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Left exeter long stem required revision after 20 years implanted in the patient. Surgeon believes stem loose and vitalock liner had poly wear and osteolysis. Original surgery done (B)(6) 2000. Revision of this on (B)(6) 2000 due to a periprosthetic fracture after a fall ( patient was helping to push his friends car). The most recent revision ( 2nd revision ), involved femoral impaction grafting, a new vitalock liner and new femoral head.